Event description:
Event description cpi received information that this bipolar lead was capped. During a routine replacement procedure of an implantable pulse generator (ipg) the impedance measurement was high. The physician elected to replace the lead, he alleged 'lead failure'.